Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. The unit is placed on extended tests using customer settings. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the device keeps shutting off and alarming during use on a patient on the lap top ventilator 1150.the customer confirmed there was no patient harm associated with the reported event.